Manufacturer narrative:
(B)(4).voluntary MDR/medwatch report number mw5173215diabetes mellitus is a known cause of hypoglycemia.

Event description:
A voluntary MDR/medwatch report was received on 08/11/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of event is an approximation. According to a report received via maude, the reporter indicated that the dexcom g6 device provided inaccurate blood glucose readings. Specifically, the device displayed a normal glucose level while a fingerstick test showed a low blood sugar level of 40 mg/dl. As a result of relying on the incorrect device reading, the individual experienced a diabetic stroke affecting the left side. Due diligence was not attempted as the reporter's details were not able to be identified. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.